Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has shingles and the lifevest is exacerbating the skin condition. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician who confirmed that patient is unable to wear the lifevest as prescribed due to skin condition. Outcome of the irritation is unknown.